Manufacturer narrative:
Updated fields - b4,d1,d4,d5, d8, d9, g1, g3,g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion)h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found error code #63 in the fault logs at the time of the event. The fse could not reproduce the failure. No parts were replaced as the customer did approve the quotation to replace the video generator board as a precaution. The unit passed all safety and functional tests and was returned to the customer for clinical use. Based on the device evaluation, the failure mode was not confirmed as there were no non-conformances identified. Therefore, the root cause is ¿not confirmed¿.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit touch screen was unresponsive. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.